Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Related manufacturing ref: 3005334138-2021-00018, 3005334138-2021-00019, 3008452825-2021-00016. At the end of a left premature ventricular contraction ablation procedure, a pericardial effusion was noted via transthoracic echography under general anesthesia. The patient became hypotensive and a pericardiocentesis was performed which stabilized the patient. A restless awakening of the patient was noted during the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.